Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "my second hip replacement on my left hip made my right leg 5/8 inches shorter soo I walk with a limp now & im not happy abt it . Not complaining but I didn¿t expect this. "